Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensors that failed. They had a lost sensor while the other one had a sensor reading discrepancy. The sensor triggered a threshold suspend when their blood glucose was 150 mg/dl while the sensor glucose was 60 mg/dl and below. Troubleshooting was performed but not completed because the call was dropped. The sensors will not be returned for analysis.